Event description:
Information was received from a healthcare professional regarding an unknown patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient saw the 8476 code on personal therapy manager (ptm). The patient spoke to an healthcare professional (hcp) and the plans were to replace the pump due to a motor stall. The hcp had no further history and did not provide serial number or patient name. The hcp thought another hcp called regarding this event. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the pump stalled a week prior to last friday ((B)(6) 2017). The hcp confirmed that the pump was scheduled to be replaced on (B)(6) 2017, and provided the manufacturer representative who they believed would be involved with this event. The patient's name, weight, or pump serial number was not provided, but confirmed the patient's managing hcp. It was noted that the pump contained hydromorphone 7.5 mg/ml which conflicts with the previous reported information that the pump contained morphine, and the cause of the motor stall was undetermined. It was noted that the pump still had 6 months to elective replacement indicator. It was unknown if the pump would be returned for analysis. No further complications were reported/anticipated.